Event description:
Company received report from biomedical engineer that the unit did not provide an audio tone at p.o.s.t (power-on-self-test) this was found during preventive maintenance. There was no pt harm.